Event description:
It was reported that the bd luer-lok¿ tip syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: syringe looks like ink that is used for measuring has spilled/melted over to the tip of the syringe. Staff states that this quality control issue of ink blemishes have occurred in the past.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: syringe looks like ink that is used for measuring has spilled/melted over to the tip of the syringe. Staff states that this quality control issue of ink blemishes have occurred in the past.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.